Event description:
It was reported that; rods were found to be broken and were revised.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was confirmed that the device was implanted for over 2 years. The IFU states the following: "once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Conclusion: a definite root cause could not be determined as no device and limited information was received back. However, it is likely that the length of implantation contributed to the event.

Event description:
It was reported that; rods were found to be broken and were revised.